Event description:
A severely calcified lesion in the mid left anterior descending artery was pre-dialted with a 3.0mm ptca balloon after several attempts were made to cross the lesion. A 3.0mm diameter x 15mm length medtronic ave s670 rapid exchange stent delivery system was then tracked to the target lesion. It was not possible to cross the target lesion due to calcification, therefore, the stent and delivery system were removed. Another MFR's stent was then inserted, but it also was unable to cross the target lesion. Therefore, additional dilations were performed using 3.0mm and 3.25mm ptca balloons. The s670 stent delivery system was then re-inserted but was still unable to cross the target lesion. Upon removal of the stent delivery system, the stent dislodged from the stent delivery balloon when it was pulled into the guide catheter. The undeployed stent was deployed successfully at an unintended lesion site in the proximal left anterior descending artery using another MFR's 3.0mm ptca balloon. A 3.5mm ptca balloon was then inserted to treat the target lesion. Subsequently, the inflation of the ptca balloon caused a perforation in the artery. The perforation was treated with prolonged inflation of a ptca perfusion balloon. The pt was then set for emergent surgery. There was no additional clinical sequelae reported relative to the event and there is no further info available from the user facility.